Manufacturer narrative:
The analysis of the blood sample from analyzer (B)(6) indicates that the inter-parameter relationship is maintained, particularly with po2 at 74.95 mmhg (9.99 kpa) and so2 at 96.4%. This confirms that the measured po2 values accurately reflect the oxygen content in the blood sample. Similarly, the comparison sample from analyzer (B)(6) upholds the inter-parameter relationship, with a po2 of 132.01 mmhg (17.6 kpa) and so2 of 99.6%, demonstrating that the measured po2 values also accurately reflect the oxygen content. The difference between the two samples is most likely due to air contamination in the second measurement, as evidenced by a decrease in pco2 and an increase in ph. In conclusion, both analyzers accurately measure the oxygen content in the samples. The discrepancy between the two measurements is attributed to air contamination prior to the second measurement.

Manufacturer narrative:
Date of birth is estimated.

Event description:
According to the complaint, the abl90 flex plus analyzer (serial no. (B)(6)) is believed to have provided a wrong result at po2 17.6 kpa. The customer believes that another abl90 flex plus analyzer (serial no. (B)(6)) gave a correct result for po2 of 9.99 kpa.